Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Revision operative report indicates patient was revised due to metallosis-induced synovitis and recurrent dislocation, alval, copious amount of whitish-yellow cheesy material consistent with metal-induced synovitis, disrupted posterior capsule, inflamed synovitis material, osteolysis, corrosion.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - primary operative report received (B)(4) 2013 with lot numbers. Part numbers were identified. Mdrs were updated with part and lot numbers, doi and dob. The information received does not change the MDR decision.